Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: there were multiple 078-0008 alarms observed in the black box on the reported failure date of (B)(6) 2013. Time and date was accurately set at start of investigation. Cannot performed pump rewind, load, and prime due to cs 078-0008. The pump was opened for further investigation, inspected the motor assembly and tested the internal motor, defect found. The motor flex cable has an open trace.